Event description:
It was reported to philips that the system's wireless footswitch was inoperative, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred planned/non-emergency treatment. The procedure was completed with a delay of less than 20 minutes, as the patient was moved to another room to complete the procedure. It was reported to philips that wireless footswitch was inoperative. To resolve the issue fse replaced wireless footswitch and charger. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.